Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 330.5mcg/day) via an implantable infusion pump. It was reported that the patient experienced an infection post implant. The catheter were removed/replaced and the pump being used externally from body. The issue was resolved and the patient was alive with no injury. It was noted that the explanted devices were discarded of. No further complications have been reported.